Event description:
The user facility reported that the device was involved in a pt injury and confirmed the pt had a laceration. Integra received a voluntary medwatch report which was mailed on 10/20/06 reporting: the physician applied skull pins to the pt's head in a mayfield headrest. While applying pins, the physician stated that the tensioning device was not releasing. He immediately pulled the skull pin out of the pt's head and ordered a stat skull CT. A small amount of bleeding was noted from the right side of the pt's head. Pt was taken to CT under anesthesia with a nurse, anesthesiologist, and pt care assistants. The CT revealed a skull fracture at pin site. Add'l info has been requested.

Manufacturer narrative:
The product is not expected to be returned. An investigation has been initiated based upon the reported info.